Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cracked touchscreen, adjust belt messages, arrhythmia alarms) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, the monitor was found to have liquid contamination on the j1003aa connector. In addition, the touchscreen was found to be cracked. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the cracked touchscreen was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the patient experienced adjust belt messages, arrhythmia alarms, and that the monitor had a cracked touchscreen.